Event description:
Customer reported blood glucose results of 190 mg/dl, 99 mg/dl, and 173 mg/dl within 10 minutes on the advantage system. Reported a same system result of 260 mg/dl within 10 minutes of the 99 mg/dl and the 173 mg/dl. Also reported a same system result of 94 mg/dl within 10 minutes of the 260 mg/dl. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.